Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital hemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2009, the patient experienced headache ("headaches"). In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia(inability to have sexual intercourse),"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("infection (other): bladder infection"), alopecia ("hair loss"), vaginal hemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). In 2012, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition"). In 2015, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea"), migraine ("migraine"), adnexa uteri pain ("both sides near ovaries pain"), uterine pain ("utesu pain") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain, female sexual dysfunction, dysmenorrhoea, menorrhagia, tooth disorder, alopecia, nausea, migraine and fatigue had resolved, the bladder disorder, urinary tract disorder, cystitis, vaginal hemorrhage, vaginal discharge, gastrointestinal disorder, adnexa uteri pain and uterine pain outcome was unknown and the headache was resolving. The reporter considered abdominal pain, adnexa uteri pain, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital hemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, uterine pain, vaginal discharge and vaginal hemorrhage to be related to essure (ess205). The reporter commented: she had received treatment for following events "apareunia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding, general abnormal bleeding, bladder problems, urinary problems, bladder infection, dental problems, hair loss, nausea and migraines". Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2006: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: pfs received events "abnormal bleeding (vaginal),headaches, gastrointestinal or digestive system condition, vaginal discharge, both side near ovaries pain, fatigue, uterus pain" were added. Outcome of events" fatigue" was updated as recovering. Lab data was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure device was removed in multiple pieces'), pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) (batch no. 508295) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tetanus immunisation, multi gravida and parity 4. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2009, the patient experienced headache ("headaches"). In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia(inability to have sexual intercourse),"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("infection (other): bladder infection"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). In 2012, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition"). In 2015, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea"), migraine ("migraine"), adnexa uteri pain ("both sides near ovaries pain"), uterine pain ("uterus pain") and fatigue ("fatigue"). The patient was treated with surgery (laparoscopy diagnostic, salpingectomy laparoscopic (bilateral) foreign body removal (bilateral)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device breakage, bladder disorder, urinary tract disorder, cystitis, vaginal haemorrhage, vaginal discharge, gastrointestinal disorder, adnexa uteri pain and uterine pain outcome was unknown, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain, female sexual dysfunction, dysmenorrhoea, menorrhagia, tooth disorder, alopecia, nausea, migraine and fatigue had resolved and the headache was resolving. The reporter considered abdominal pain, adnexa uteri pain, alopecia, bladder disorder, cystitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, uterine pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she had received treatment for following events "apareunia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding, general abnormal bleeding, bladder problems, urinary problems, bladder infection, dental problems, hair loss, nausea and migraines". Discrepancy noted in date of insertion (B)(6)2006(per mr). Right 3coils, left 2coils. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2006: negative. Ultrasound scan vagina - on (B)(6) 2006: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : device breakage. Most recent follow-up information incorporated above includes: on 2-nov-2020: mr received: event " essure device was removed in multiple pieces", lot number, medical history, lab data, reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure device was removed in multiple pieces'), pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) (batch no. 508295) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tetanus immunisation, multi gravida and parity 4. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2009, the patient experienced headache ("headaches"). In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia(inability to have sexual intercourse),"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("infection (other): bladder infection"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). In 2012, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition"). In 2015, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea"), migraine ("migraine"), adnexa uteri pain ("both sides near ovaries pain"), uterine pain ("utesu pain") and fatigue ("fatigue"). The patient was treated with surgery (laparoscopy diagnostic, salpingectomy laparoscopic (bilateral) foreign body removal (bilateral)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device breakage, bladder disorder, urinary tract disorder, cystitis, vaginal haemorrhage, vaginal discharge, gastrointestinal disorder, adnexa uteri pain and uterine pain outcome was unknown, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain, female sexual dysfunction, dysmenorrhoea, menorrhagia, tooth disorder, alopecia, nausea, migraine and fatigue had resolved and the headache was resolving. The reporter considered abdominal pain, adnexa uteri pain, alopecia, bladder disorder, cystitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, uterine pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she had received treatment for following events "apareunia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding, general abnormal bleeding, bladder problems, urinary problems, bladder infection, dental problems, hair loss, nausea and migraines". Discrepancy noted in date of insertion (B)(6) 2006 (per mr). Right 3 coils, left 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2006: negative. Ultrasound scan vagina - on (B)(6) 2006: total bilateral occlusion. Concerning the injuries reported in this case, the following were reported from patient¿s medical record : device breakage. Lot number: 508295 manufacturing date: 2005-07 expiration date: 2007-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), tooth disorder ("dental problems"), alopecia ("hair loss"), nausea ("nausea") and migraine ("migraine"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain, female sexual dysfunction, dysmenorrhoea, menorrhagia, tooth disorder, alopecia, nausea and migraine had resolved and the bladder disorder, urinary tract disorder and cystitis outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, tooth disorder and urinary tract disorder to be related to essure (ess205). The reporter commented: she had received treatment for following events "apareunia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding, general abnormal bleeding, bladder problems, urinary problems, bladder infection, dental problems, hair loss, nausea and migraines". Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2006: essure confirmation test(s) (unspecified) - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received. The case is incident. Previously reported event ¿injury to herself¿ was updated to more specified events¿ apareunia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding, general abnormal bleeding, bladder problems, urinary problems, bladder infection, dental problems, hair loss, nausea and migraines¿. Reporter information, demographics, lab data, essure indication (amended), essure removal were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.